Event description:
The reporter indicated that diagnostics showed the pt to have ventricular episode at 189 bpm for 1 hour and 30 minutes. The pt denies feeling bad during the episode time. The reporter indicated that the diagnostics may not be working appropriately.